Manufacturer narrative:
Follow-up #1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the black box data showed 078 call service alarms. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no call service alarms. Unrelated to the complaint, the battery compartment was cracked. The pump cover was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.